Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable faulty as the end piece was bent. Customer's blood glucose was not impacted. Reportedly, customer changed the usb cable to resolve the issue.